Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was not able to verify the customer's reported issue of non-adequate tidal volumes. With a known good oxygen supply source connected, the unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit powered on and boot up with no issues. The unit passed 59.8 hours of extended bench testing at the customer's setting. The unit also passed an initial final test and initial alarm volume test with no issues.

Event description:
It was reported to vyaire medical that the ventilator had non-adequate tidal volumes while in use on a patient. There was no report of any patient involvement associated with this reported event.